Manufacturer narrative:
Concomitant medical products: 383059 lead, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to elevated sensing integrity counter (sic) and high rate non-sustained episodes. In addition, the patient's left ventricular (lv) and right ventricular (rv) leads were noted to have been previously swapped in the device's header. It was further reported that a procedure was done to place a new rv lead, and re-insert the lv lead back into its respective device port. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.